Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory. Upon interrogation, a micro reset was detected due to parity errors. The parity errors were cleared, and the device interrogated normally on the programmer. No other reset had occurred. The device's functionality was tested and no anomalies were detected. It is believed that the cause of the parity error was due to the radiation treatment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device presented in a software reset mode. It was noted that the patient had received radiation therapies for pancreatic cancer. The device was explanted after several unsuccessful attempts to interrogate.